Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Video shows implanted iol, there appears to be a scratch/fracture on the optic. The exact location of the scratch/fracture cannot be confirmed. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, iol fond to have gouge out of the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).